Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with data acquisition data aquisition/ printed circuit board assembly/ analog digital converter (pcba adc) reference failed. The customer reported there was no patient involvement.